Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various solutions without success, and technical support replaced the pump. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted.